Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) level (490 mg/dl) with moderate ketones present. The customer would change out the infusion set site and bolus via the pump to stabilize bg level. Reportedly, the customer changes out the cartridge every 3 days. The customer was educated that humalog has been tested up to 48 hours, to replace the cartridge every 48 hours when using humalog.